Event description:
It was reported that the pump was not detecting the cartridge and displayed constant cartridge changing errors. There was no adverse impact to the customer's blood glucose level. The customer removed and reloaded the cartridge, successfully resumed using the pump with insulin.